Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2023. It was reported that the patient experienced a skin reaction with rash, redness, inflammation, and dry skin, under entire patch area, which occurred the same day the sensor had been inserted in the abdomen. The patient visited the doctor because of the reaction and was given a prescription of cefuroxime 500mg (orally). At the time of the report, the patient stated that the irritation persisted, but it was improving slowly. No additional event or patient information is available.